Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Subsequently, two years later, this device was explanted and returned for analysis.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this device with non-boston scientific crm leads displayed beginning of life, battery status good and a longevity of two years. The leads displayed increased threshold measurements and this device was programmed to high output settings. After threshold testing was performed, a warning signal was displayed indicating "outputs are high; longevity may be only two months remaining". An internal technical service consultant was contacted regarding the different longevity measurement after threshold testing. It is unknown whether the patient is pacemaker dependent. It was thought that the first reading was accurate as the programmer uses data from the device to recalculate remaining longevity during the follow up session, however, if parameters have been changed by programming or by measurements performed, longevity calculations may change. No adverse patient effects were reported. It was thought the device was functioning appropriately. During the follow up visit, the outputs were reprogrammed; interrogation revealed the longevity updated from two years to three years remaining.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.